Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that prior to a surgical procedure a system message was displayed and then system unexpectedly shut down. The system was restarted and multiple system message codes were displayed. There was no patient involvement. This is the second of two reports from this facility. Alcon reference file (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).